Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned for evaluation by zmc. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No indication of any device malfunctions. Correction: monitor was returned for evaluation and refurbishment. The cause of the loss of ECG was unable to be positively identified.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2018 around 4:15 am. It was reported that the patient's passing was cardiac related. Per the patient's wife, the patient was unconscious and was treated by the lifevest. Ems was called and performed CPR. The patient was transported to the hospital and reportedly unconscious. It was reported that the lifevest was removed prior to the patient's arrival at the hospital. Per review of the event, the device first detected bradycardia at 2:58:02 am on (B)(6) 2018. Asystole with CPR artifact was observed on ECG recordings between 03:08:56 and 03:13:01. The patient was treated three times by the lifevest between 03:11:50 and 03:13:01 while the patient was in asystole with CPR artifact. The post-shock rhythms remained asystole with CPR artifact. Asystole and bradycardia are considered non-shockable rhythms. CPR and tactile artifact contributed to the false detections. No ECG data was available after the 03:13:13, there is no indication at this time that the device caused or contributed to the death as the patient was already in a non-life sustaining rhythm.